Manufacturer narrative:
(B)(4). Concomitant medical products: unknown, unknown stryker cup, unknown. A 11-107020 freedom constr hd 36mm t1 +6mm 505340. A 11-107022 freedom constr liner +5 sz 23 423940. A 11-301301 arcos con sz a std 60mm 499400. The complaint was confirmed based on the x-rays that were provided. X-ray review shows gray lucency is seen along the bone cement interface of the proximal femur. Heterotopic ossification along the lateral hip review of the device history record for identified no deviations or anomalies. A non-zimmer biomet implant stryker cup was used with the reported biomet components liner, head & stem. Zimmer- biomet has not confirmed the compatibility of this combination of devices, and this would be considered an off-label use of this product. However, it cannot be confirmed that this incompatibility has any definitive relationship to the reported event. Hence, the root cause of the reported issue is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-03652, 0001825034-2018-03656.

Event description:
It was reported in an x-ray review that there was asymmetric positioning of the femoral head within the acetabular cup, indicating possible polyethylene liner wear following a right total hip revision procedure. Lucency of the proximal femur and heterotopic ossification along the lateral hip were also noted. No other information is available.